Event description:
Related manufacturer reference number: 2017865-2023-47352. It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the pacemaker and the right ventricular (rv) lead exhibited loss of capture. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.